Manufacturer narrative:
The lot number of the device was provided. The device history records were reviewed. This lot met all release criteria. The complaint sample has been returned for eval and the investigation is currently underway.

Event description:
It was reported that a pta balloon could not be completely deflated after the second inflation was performed. Reportedly, the pta balloon dilatation catheter was removed through the introducer sheath while still partially inflated. Another pta balloon dilatation catheter was used to successfully complete the procedure. No pt injury.